Event description:
Philips received a complaint from customer biomed reporting no display on the v60 ventilator screen. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the device screen was not functional. The customer requested onsite service to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
Upon further review of this record, it was determined that the customer reported the event with the incorrect serial number. The correct information was submitted under MFR report #2518422-2023-19933. Therefore, this report under MFR report #2518422-2023-18037 is being redacted. Any additional information will be submitted under MFR report #2518422-2023-19933.